Manufacturer narrative:
Initial reporter postal code:(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a business partner regarding a patient in (B)(6). The indication for use spasticity. It was reported that the collect of the catheter connector in the ascenda kit came off. As further clarified, when an attempt was made to connect the spinal side catheter and the pump side catheter using a catheter connector during the initial pump implantation operation, the collet was found ¿to be come off¿ from the connector. In this facility, the package of the ascenda catheter set was unpacked by a nurse, and not the business partner representative. Therefore the business partner representative could not confirm the defect of the product at that time. The product was never implanted. The causality was associated to the product itself. This product was replaced with another back-up accessory kit. Patient symptoms were not reported. At the time of the report the issue was resolved and the patient¿s status was reported as alive-no injury. As reported, it was unknown if there were any environmental, external, or patient factors that may have led or contributed to the event. The cause could not be specified ¿on the spot¿. As reported there was no product for analysis. It was unknown if the returning the product was requested to the customer. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found that the pin connector/collet was detached and-or missing. If information is provided in the future, a supplemental report will be issued.